Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report button error alarm and that the insulin pump may have been exposed to moisture. The customer's blood glucose level was unknown. The customer declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with button error alarm and intermittent up arrow button response due to corroded keypad traces. No unexpected scrolling numbers noted during testing. The insulin pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, and loose/shifted end cap sticker.